Event description:
In 2008, a right colectomy procedure was done by using a plcr75b reload in a plc75 staler. At approximately 3 months later, it was reported by the healthcare professional that the pt had developed a post-operative leak. The healthcare professional reported that the leak originated from the transection line which had been previously stapled by the plc75. As a consequence of this the pt had to undergo a procedure to repair the defect.

Manufacturer narrative:
The devices involved in the procedure in 2008 were not returned. The identity of the plc75 was not noted on that day, and by the time the post-operative leak was reported about 3 months later, the reload would have been discarded. Thus an evaluation of the suspect device could not be conducted. The device manufacture date is also not known.